Manufacturer narrative:
Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed indicating an issue with diagnostic data collection, and the ventricular rate histograms were missing/invalid. Cardiac compass, rate histograms, and counters displays "invalid data." A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has prostate cancer and had a radiation therapy session which resulted in invalid data on the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.